Event description:
It was reported that the patient was supposed to have a refill at home on (B)(6); however, the patient had asked the refilling healthcare professionals (hcps) to leave. They were reportedly asked to leave because, they had called the pump manufacturer, not knowing what they were doing, and whatever they injected into the patient had burned. It was indicated that the physician would no longer refill the pump; the patient needed to have the pump filled at home. The physician could not help the patient as she had refused the refill. It was stated that no pump alarms had sounded, though the reporter was unsure why they had not gone off. It was also reported that the patient was in pain. Reportedly, the pump may need to be explanted since the patient was unable to get a refill. The device system was used to deliver dilaudid and marcaine. The next day, it was reported that the patient was in really bad pain. The last attempted refill of the pump had taken place on (B)(6), but had been unsuccessful. It was indicated to the reporter that it could take up to fifteen tries to correctly fill the pump. It was also stated that the pump might have begun alarming on the day prior to report. At the time of report, the reporter didn¿t know what to do next. He thought that the pump may contain saline, but wasn¿t sure. About three weeks later, it was reported that the patient had brought herself to the emergency room (ER) and wanted the pump removed. The patient didn¿t feel that the pump was helping with her chronic pain and actually felt that it was uncomfortable. The patient was admitted through the ER and the surgery was scheduled for the next day. It was indicated that the patient had been ¿somewhat comfortable¿ on the morning of the surgery after receiving her pain medication, but as time approached for the surgery, she became more anxious and ready to proceed. The entire system was to be explanted. During the surgery, the surgeon was able to pull out the intrathecal catheter very easily. No cerebrospinal fluid came out, but as a precaution, the surgeon placed a running suture over it with a fat graft. When the pump was pulled out, the surgeon placed some lower sutures to try and eliminate some of the dead space. The patient was reportedly transferred to the recovery room in satisfactory condition. At that time, she had pain in her back, but didn¿t have much in the abdominal area. The patient was stable when she was transferred back to her room. It was indicated that the patient had experienced a non-serious injury or illness, though it was also indicated that there had been no injury. The reporter stated that the cause of the event was the patient being ¿non-compliant¿.

Manufacturer narrative:
Product ID 8835 lot# (B)(4); product type programmer, patient product ID 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).